Event description:
It was reported that the user experienced hyperglycemia after a supply change while using the ilet system and an alert was noted. Support guided a subsequent supply change and insulin delivery was resumed, with the agent advising that a bent cannula from a teflon infusion set could have caused impaired insulin delivery. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and resumption of insulin delivery with follow-up planned to confirm glucose improvement. Investigation included user troubleshooting and education with a guided set change and confirmation of resumed insulin delivery. Investigation of this case revealed that the hyperglycemia was associated with suspected infusion set occlusion or bent cannula affecting insulin infusion, although the user did not observe abnormalities at removal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.